Event description:
Attempts have been made to obtain additional information, at this time additional information has not been received.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time additional information has not been received. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of transient light sensitivity (tls), observed at two months post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient noted a feeling of pressure nasally, some pain, glare, watery eyes, very light sensitive, and blurry vision. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).